Manufacturer narrative:
Concomitant medical products: addr01, ipg, implanted: (B)(6) 2008.

Event description:
It was reported that the right ventricular (rv) lead was oversensing and showed sporadic noise during device follow up. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.